Event description:
One physician description: there is a metal clip within the snare handle apparatus - this clip seems to be what is used to anchor the wire of the snare to the handle to allow the snare to be deployed/retracted. This clip is either partially detached from the snare wire or completely unattached. We had another kit today in which the metal clip within the handle fell out of the handle (obviously not connected to the wire). This was noticed while removing the snare from the kit and prior to insertion in to the scope. The wire was then manipulated with a pair of hemostats. Additional physician description: placed snare in scope. Opened snare. When closing snare it would not close. Found the metal attachment to the thumb control disconnected. This has happened twice on two separate pts.